Event description:
Covidien received information stating that an 840 ventilator went inoperable while in use on a patient. No additional patient information was available at time of the report.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the reported issue. The device was found to have an open compressor circuit breaker. The cse reset the compressor circuit breaker to resolve the reported issue. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications.